Event description:
It was reported that the brakes would not reset. No adverse consequence alleged.

Manufacturer narrative:
Further investigation determined that the customer had fixed the brakes on this bed in the past, and this time, the bolt on the cam was tightened too tightly. The MFR service technician resolved the issue by loosening the bolt. Device repaired and returned.